Event description:
Pt experienced elevated blood glucose of 18-26 mmol/l (324-468 mg/dl), and this resulted in pt being angry, tired, and irritable. Pt believes there was a blockage in the infusion set and reported the cannula was leaking insulin. He was able to smell insulin and found a wet spot on his shirt. Pt stopped using the infusion device and switched to injection therapy. Blood glucose levels returned to normal following this. The pt did not require treatment from a health care professional or second party to address this issue. Infusion set was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.